Event description:
It was reported that a malfunction alarm occurred. The customer reverted to using an alternate pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.